Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the surgeon has seen increased infection in post op patients from total hip and total knee procedures. The account has been noting the number of patients coming in post op with wound healing issues/complications. The whole ortho team has switched back to another manufacturer's products.